Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump excessively alarmed no delivery. The customer's blood glucose reading was 433 mg/dl. Customer declined troubleshooting as just walked into the emergency room and did not have time to speak. No further details given.